Event description:
Breathing on the unit at night when all of a sudden I smell a toxic smell from a toxic substance burning or getting hot. Resmed CPAP unit puts out a toxic smell similar to the philips respironic CPAP unit that was recalled.